Event description:
It was reported that an unknown monofocal intraocular lens (iol) was damaged. The extent of patient contact is unknown. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 & a6: unknown/ requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to feb. 24, 2026. . Section d6a: if implanted; give date: not applicable, as the extent of patient contact is unknown, however, there is no indication that the lens was fully implanted. Section d6b: if explanted; give date: not applicable, as the extent of patient contact is unknown, however, there is no indication that the lens was fully implanted, therefore, not explanted. Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be confirmed. Manufacturing record review: unable to conduct the complaint historical review as no serial number was received. Conclusion: based on the limited information provided, it is not possible to determine an indication of product malfunction or product deficiency. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted